Event description:
It was reported that the catheter was being placed into the left brachial of an (B)(6) male patient with a lower extremity infected ulcer in the outpatient unit. During insertion the console displayed the "do not enter" symbol throughout the entire catheter placement. Based on the doppler and ECG signals they could tell it was the wrong symbol being displayed. Flushing the line would allow the correct symbol to display temporarily. They received a blue bullseye by flushing the line for they symbol to change and the catheter was placed successfully. No x-ray was performed. There was no delay in treatment and no patient death or complications reported. It was noted the ECG calibration was successful. This is patient case # (B)(6).

Manufacturer narrative:
(B)(4). Device will not be returned.